Event description:
Provider states there was a house fire and cause is unknown at this time.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Provider said it is unknown at this time what caused the house fire. They do not believe it had anything to do with the bed but reported it since the bed was in the home at the time of the fire. The end user went to the hospital for smoke inhalation and provider returned and replaced the bed.